Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the implantable cardiac monitor (icm) exhibited post-sensed t-wave oversensing. The icm was reprogrammed. The patient was stable in condition.